Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d4. H6: component code (annex g). Investigation evaluation: description of event: as reported, the ncompass nitinol tipless stone extractor's basket "broke" during a transurethral lithotripsy (tul) procedure. The device was tested prior to use in an uncoiled position and the device functioned properly. The device was placed transurethrally and advanced to the target sight of the renal pelvis to retrieve the calices. The basket was functional and was able to remove stones 2 or 3 times before the basket "broke". The patient¿s anatomy did not keep the basket from opening or closing. A laser was not being used while the basket was used. The procedure was complete with another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as, a visual inspection and functional testing of the returned device, were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned in an open package with label. A basket wire was visible at the distal tip of the support sheath. The basket sheath was separated at the orange support sheath. The handle would actuate wire, but basket did not deploy. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, does not provide any information related to the reported issue. The returned device was found to be nonfunctional due to sheath damage. Based upon the available information and results of the investigation, the cause for the damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the ncompass nitinol tipless stone extractor's basket "broke" during a transurethral lithotripsy (tul) procedure. The device was tested prior to use in an uncoiled position and the device functioned properly. The device was placed transurethrally and advanced to the target sight of the renal pelvis to retrieve the calices. The basket was functional and was able to remove stones 2 or 3 times before the basket "broke". The patient¿s anatomy did not keep the basket from opening or closing. A laser was not being used while the basket was used. The procedure was complete with another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.